Event description:
It was reported that several months after the pump was implanted, the flow rate decreased. Attempts to resolve the problem by the physician were not successful. The pump was explanted with no pt complications.

Manufacturer narrative:
The sample has been returned to arrow. Eval of the returned pump revealed no anomlaies on exterior surfaces of the pump or catheter. The sideport and catheter were patent. The pump flowed at 100% of the MFR's original flow rate. The "no flow" experienced in use may be due to catheter thrombosis, although our analysis didn't verify this.